Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clips were malformed several times. The doctor commented that the device did not clip any hard things. Another device was used to complete the procedure. There were no adverse consequences for the pt.